Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin and antiplatelet medication at the time of the index procedure. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with balloon aortic valvuloplasty(bav), according to the instructions for use(IFU). No new conduction disturbances were noted post balloon valvuloplasty. The aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus was performed. Post procedure event summary: on the same day post index procedure, the subject developed lbbb. The subject was discharged home the following day.